Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a console device had "a crack in the plastic cover that appeared to have been dropped". It was unknown to the reporter if the reported condition occurred during a surgical procedure or if there were any delays. It was unknown if there was a spare device available. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Evidence suggests this was due to mishandling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).